Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, a system advisory displayed and the system powered down.

Manufacturer narrative:
Additional information provided. The company service representative examined the system. The company service representative observed an occurrence of the sm reported in the system event log, but was unable to replicate the reported event. The host module was replaced. The system was then tested and met all product specifications. The system was manufactured on october 11, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).